Event description:
Procedure type: unk. According to the rptr: the loop handle was broken while firing the first reload. Due to the product problem, surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).